Event description:
It was reported that this pacemaker device exhibited undersensing. A single undersensed r wave was observed. Boston scientific technical services (ts) suggested device reprogramming. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.